Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping appears to be related to challenging patient morphology/pathology. The reported device being damaged by another device was a result of use technique/procedural conditions due to the second clip contacting the first clip. The subsequent single leaflet device attachment (slda) of the first clip appears to be a result of use error, as visualization issues likely resulted in unsatisfactory leaflet insertion. The reported patient effect of worsening mitral regurgitation (mr) was likely related to the slda of the clip. The relationship of the mitraclip device to the patient death due to sepsis and renal failure, if any, cannot be confirmed. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as the second clip was implanted to secure the position of the first clip, and a third clip was attempted in efforts to treat the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received: post procedure, the mitral regurgitation increased to grade 4+ due to the single leaflet device attachment (slda). The patient expired due to sepsis and renal failure. The physician assessed the sepsis and renal failure as having an unknown relationship to the device.

Manufacturer narrative:
(B)(4). Reportedly, the mr remained at grade 4 due to the slda and the treatment was deemed unsuccessful. Post procedure, the patient was stable with elevated creatinine (renal function marker). On (B)(6) 2016, the patient expired. The cause of death was not provided. Per physician, the death was related to the slda and subsequent increased mr. There was no additional information provided. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This report is filed because the first implanted clip (60401u225) detached from one mitral valve leaflet but remained attached to the other leaflet. The patient expired 11 days post-procedure. It was reported that this was a mitraclip procedure to treat mixed, degenerative and functional mitral regurgitation (mr), grade 4. The patient presented with restricted posterior leaflet and anterior leaflet flail. Visualization was challenging. The first clip delivery system (cds 60401u225) experienced difficulty grasping the leaflets due to anatomy and visualization issues. The mitraclip was implanted on the anterior leaflet 2 (a2) and posterior leaflet 2 (p2). While attempting to implant the second mitraclip (cds 60514u125), difficulty grasping due to anatomy and visualization were again noted. During grasping attempts, the second clip interacted with the first implanted clip. The first clip (60401u225) detached from the anterior leaflet and remained attached to the posterior leaflet, a single leaflet device attachment (slda). The second clip was implanted, in a position to secure the first clip, with what the operators thought have sufficient leaflet insertion. Post deployment however, the second clip moved on the anterior leaflet. A third clip delivery system was attempted; however the clip was unable to grasp the leaflets due to anatomy and visualization issues. The third clip was not implanted and the procedure was aborted.